Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Moisture damage was found on the electronics, motor, battery tube and vibrator assembly during visual inspection. Device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error after she went into the pool with it. Customer stated she tried changing the battery but was unable to solve the issue. Blood glucose value at the time of the alarm is unknown; last reading in the morning was 167 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.